Event description:
It was reported that the patient died 24 hours following the implantable cardioverter defibrillator (ICD) replacement procedure and 8 years following implant of the implantable pacing leads. Post mortem interrogation of the device showed no observations. The device was programmed aair which was the same programming as the ICD that was explanted one day prior to death. A cause of death was undetermined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5092-58, implantable pacing lead, implanted: (B)(6) 2005; product ID: 5592-53 implantable pacing lead implanted: (B)(6) 2005. (B)(4).